Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set had blockage in the tubing which occurred on 23-oct-2024. The patient was using soft cannula infusion set. The patient changed supplies as necessary and resumed insulin therapy. No further information available.